Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/26/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel machines rotary wheel would not stay depressed. This occurred during a case where they were able to complete the case but had to physically hold the rotary device down the entire duration of the spin.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 -complaint allegation is not confirmed. -one unpackaged abs-10060r serial number gb1469 was returned for investigation. -visual evaluation noted no problems with the device. -functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 30ml platelet-poor plasma (ppp), 25ml rbc, and 6ml prp. The prp volume within the syringe was recorded as 5ml. No obvious errors in functionality occurred during processing. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note the hematocrit of the prp produced expected cellular concentrations. -no problem found. -refer to investigation photos and memo.